Manufacturer narrative:
The reported event of stretched helix was confirmed. The leadless pacemaker was returned for analysis. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure caused by the end-user. Further analysis performed indicated normal functionality. Review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the leadless pacemaker (lp) was stretched. A different lp was used to complete the procedure. The patient was in stable condition.